Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress from repeated use, external factors, and/or handling. The event can be detected by handling the device in accordance with the following instructions for use (IFU): " visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; connecting tube has coating peeling (1mm2 or more); connecting tube has a dent; bending tube has a dent; eyepiece has a scratch; diopter ring has a scratch; control unit has a scratch; control unit has a scratch; grip has a scratch; scope cover has a scratch; upwards/downwards angulation lever plate has a scratch; angulation lever has a scratch; venting connector under grip is shaved; bending tube has a dent; connecting tube has a dent; and bending tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope had an air leak. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the connecting tube has coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.